Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Strip expiration date is 04/30/2018 and strip open date: (B)(6) 2015. Strip storage is correct. Back to back blood test performed fasting and results are 179mg/dl and 192mg/dl. Review meter memory: 169mg/dl fasting:yes; 169mg/dl fasting:yes; 168mg/dl fasting:yes. Customer states that she has symptoms of high blood sugar ( urinating frequently, thirsty, headache, nauseous) sand states that meter is reading below her expected ranges of 200-250mg/dl. Customer declines needing any medical attention at this time. Customer mentioned that her physician has recently changed her medications and that she has been eating differently and exercising more. Customer has had meter for only 2 days.